Event description:
(B)(4). Model 1471198, aquatec f serial # (B)(4), dealer missing suctions cups and cap for suction cup out box. As per dealer box just opened.

Manufacturer narrative:
Upon further investigation, this is a shipping malfunction. The owners manual states that the suction cups have to be attached. A device that cannot be assembled cannot be used as intended. With no report of patient injury, this is not an FDA reportable event.

Event description:
Reference order 864297989, invoice # 1000833695, model 1471198, (B)(4). Dealer missing suctions cups and cap for suction cup out box. As per dealer box just opened.

Manufacturer narrative:
Follow up to be sent if additional information is received.